Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the lead. The lead was exchanged. The patient was stable during and after the procedure.

Manufacturer narrative:
The field report of stylet could not be inserted was confirmed. Final analysis found the inner coil at the connector region was found severely over-torqued consistent with procedural damage. Stylet insertion test found obstruction/restriction at 1.6 cm from the connector pin, at the location of the over-torqued inner coils. The lead was otherwise normal.